Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. The vessels were tortuous bilaterally. It was reported that the patient returned for a routine f/u, and kinking of the grafts was noted at the location of the overlap between the ipsilateral limb and ipsilateral extension (see MFR #2953200-2010-01703). There was some tortuosity/bending at that area. Clot was also removed with a thrombectomy catheter. To reinforce and open the kinked area, the limbs were ballooned, and another MFR's stent was successfully implanted. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion). (Tortuous vessels). Conclusions: (tortuous vessels).